Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer and cubies were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that auxiliary drawers 1.1 and 1.2 were frequently experiencing issues and verified that the controller boards had been previously replaced and the row board cabling had already been reseated; the engineer replaced the half-height auxiliary drawer assembly, rebooted the station after replacement, and configured the new drawer to the device, after which the drawers functioned successfully. Preventive maintenance was also performed onsite, including reseating the pyxibus cable, followed by a final reboot of the station as per standard procedure. The system functioned as intended a field service engineer repaired the device.